Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user required access to the drawer. A technical support specialist had the customer to re-request the medication and asked the pharmacy to approve it. The customer was then able to inform the dns of the error. Later, the customer reported regarding a locked screen; the password was provided, and the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini user was supposed to pull two medications but forgot and removed only one and requested to give cycle count access. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.